Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. It was further reported that there was a leak in the system and the patient began to experience recurring incontinence. There was leak from the pressure regulating balloon. There were no further patient complications. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.